Event description:
It was reported that the atrial lead was dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the helix/lobe was distorted/bent, there was tissue on the helix, and there was apparent explant damage.